Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial/lot #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model #: sc-4319, serial/lot #: (B)(4), description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site which was not a device or procedure related. Symptom was bubbles around the implant site and had weakness in the legs noted. The patient was administered intravenous (IV) antibiotics via peripherally inserted central catheter (PICC) line. The patient underwent an explant procedure and was doing well postoperatively.